Manufacturer narrative:
Date of event: exact event date unknown.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) in which the cylinder ruptured. The device was removed and replaced. No patient complications were reported.